Event description:
It was reported that during a low anterior resection procedure, two staple devices were used on the bowel to transect tissue. Proximal stapler was fired and tissue transected with surgeon noticing an incomplete staple line. Distal stapler was fired and tissue transected with another incomplete staple line. Proximal transection was hand-sewn for anastomosis. Transection point too close to anal sphincter for further staple devices, resulting in a colostomy bag.